Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extensions in use. The patient did not disconnect prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. One of the supply bags was not fully connected, and the setup was leaking from the connection point. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc to end therapy and advised the hp to start over with new supplies. The tsr advised the hp to contact his registered nurse about the possible exposure to unsterile air. The hp as ending therapy for the night. The hc was operational. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.